Event description:
Baxter affiliate reports a crack in the a.v. Fistula needle set during pt use. The customer states that this incident occurred upon initiation of treatment when there was a blood leak noted as the blood was flowing through the needle and the pt was noted to be coughing. Immediately the treatment was stopped and the blood circuit was put in recirculation. At this time a crack was detected at the arterial needle and reported blood loss was minimal. Treatment was continued with a new fistula needle. No pt injury or medical intervention reported.